Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 90% stenosis located in the mid rca. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery of the device. It was reported that the stent failed to cross the lesion. An image provided of the device indicates stent deformation occurred. The patient is reported to be alive with no injury.

Manufacturer narrative:
The procedure was completed using another resolute integrity device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo review: photo 1; image shows a 3.0mm*12mm resolute integrity shelf carton, the distal and proximal portion of a device. Deformation is evident to the distal portion of the stent. The lot number on the shelf carton corresponds with the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.